Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons was not responding and noticed damage. The customer¿s blood glucose level was 63 mg/dl at the time of the incident. Buttons does not respond at times. Buttons of insulin pump were nor working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device also received with broken belt clip rails and cracked select button keypad overlay. (B)(4).